Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: va08t0n, product type: lead. Device codes (B)(4) pertain to the lead va08t0n. Patient codes (B)(4) pertain to the lead: va08t0n.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were having trouble with the right groin and stated that the problem was coming from the implant through the groin to the knee. The patient noted that some of the wires were trying to come out through their vagina and that one of the wires came down, they could feel pressure. The patient stated that they were taking a shower, felt a bump, and it busted. The patient noted that they pushed the wire back up in there and since that time the pain started. The patient stated that when they were walking they started out with a sharp pain like it was sticking through the bone. The patient noted that they went to an orthopedic doctor and they confirmed that there was nothing wrong with the patient¿s bones. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.